Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to deploy the clip however the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device via a 6f after an interventional procedure in the iliac artery. Reportedly, all steps were performed to deploy the starclose se clip; however, hemostasis was not achieved and the clip was not found at the puncture site. The physician believes that the starclose se was not released in the artery. There was no resistance noted with the thumb advancer during clip deployment. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the starclose se device. No additional information was provided.